Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) classified a ventricular tachycardia (vt) arrhythmia as a supra ventricular tachycardia (svt) after meeting stability criteria. The classification lasted a few minutes and then the rhythm progressed and was classified as a ventricular fibrillation (vf) followed by vf shock therapy by the device. A follow up with the patient¿s healthcare provider yielded that no intervention was performed to the device for the inappropriate detection as the patient was non-compliant with appointments. The device remains in use. No further patient complications have been reported as a result of this event.